Manufacturer narrative:
The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the implant of the trial leads the patient developed leakage of cerebrospinal fluid. A blood patch was administered to address the symptoms. There have been no reports of further complications regarding this event and the patient found effective pain relief during the trial.